Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient "does not have peritonitis anymore"; however, remains hospitalized for another indication. The cause of peritonitis and action taken with pd therapy were not reported.